Event description:
It was reported that the autoplex was being used in a procedure when it lost power in the middle of blending and the filler neck opened. A second device was used, and the same error occurred. The procedure was completed successfully with the third device with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the autoplex was being used in a procedure when it lost power in the middle of blending and the filler neck opened. A second device was used, and the same error occurred. The procedure was completed successfully with the third device with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The filler neck is the smaller more narrow portion of the mixer in the base portion of the device where the cement gets mixed. This occurred on a side table, away from the patient. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences. The review of the risk documentation and the reported information regarding this event do not suggest a recurrence of this event would result in a serious injury.

Manufacturer narrative:
Upon evaluation of both units, the claimed conditions were confirmed. Based on evaluation of the units, the most probable root cause for subject conditions can be related to the high pressure in the mixing chamber, probably caused by hardening of the cement. The manufacturer's instructions for use manual states that the user must start the mixer 15 seconds or less after adding the monomer and cement in the chamber, because failure to comply with this instruction can cause cement to harden prematurely.